Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study, via a manufacturer representative, reported an adverse event that occurred post-operative on (B)(6) 2012. Patient was implanted on (B)(6) 2012 with brain electrodes. There was a depressive episode had manifested following surgery, anxious syndrome majored during the intervention, and aggravation of the symptomatology already present before the operation. The factors that may have led or contributed to the issue included "many tocs" beginning in 1982; patient's medical history included many "tocs." The patient was hospitalized in (B)(6). On (B)(6) 2012 the patient had displayed symptoms of anxiety; presented with multi-resistant obsessive compulsive disorder (ocd). Stimulation tests started on (B)(6) 2012. Additional information received reported that the stimulation dates were from (B)(6) 2012; a washout from (B)(6) 2012; stimulation from (B)(6) 2012 to (B)(6) 2013; and the stimulation was stopped since (B)(6) 2013. There was aggravation/worsening of ocd appeared before the stimulation. On (B)(6) 2016, the patient had not yet recovered but was in a stable state. The "sae" is, according to the investigator, not linked to the biomedical research; the investigator thought the "sae" is linked to the progression of the disease, to development of illness being the subject of research and to comorbidity (personality trouble). Antidepressant medication was altered; effexor 225mg per day and norset 15mg per day. Patient had stayed hospitalized in (B)(6) 2012 with improved symptomatology and no major changes to treatment; until the stimulation performed on (B)(6) 2012. Following the discharge from the hospital behavior linked ocd had persisted with significant anxiety. There were increased problems with concentration. On (B)(6) 2012 patient had gone in for adjustments to the intra-cerebral stimulation settings. The patient had been very overwhelmed and limited by ocd and was admitted to the hospital; patient was hospitalized from (B)(6) 2012. Patient did not exhibit marked sadness, reduced psychomotor function, sleeping problems or loss of appetite. Ocd symptoms had increased; washing compulsions, counting and checking primarily in relation to an obsession with cleanliness and symmetry. The patient had a fear of losing things. Patient found it difficult to concentration daily tasks and was very anxious. The patient was having frequent suicidal thoughts without intention of going through with the act itself. Antidepressant was changed from effexor to seroplex which the patient felt it gave them more control over symptoms. The treatment was to be increased progressively to a dosage of 60mg per day. An increase in rivotril dosage to 4.5mg per day was also proposed which had been ineffective in lowering anxiety and was refused by patient. Patient feared being sedated and despite displaying a good tolerance for anxiolytic was reluctant to take it. A week after treatment ocd symptomology remained pronounced however patient felt more able to look after son and was requesting to be discharged and patient returned home after two weeks of hospitalization. Despite periods of choreiform uncontrolled movements they were well tolerated. Following the end of the first series of stimulation there was a thymic state of the patient being stable and had not needed them to stay hospitalized. Antidepressant treatment had been perpetuated. The hospital framework had made the anxiety of the patient decreased. Patient's humor had become more stable in spite of episodes of frustration poorly tolerated. Patient's next visit was scheduled for (B)(6) 2012.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported stimulation ended on (B)(6) 2012. Causality link between stimulation tests and the occurrence of the serious adverse event was not related to the stimulation, began before stimulation; no relationship with serious adverse event. Causality link between the surgery and the occurrence of the serious adverse event remains unknown; improbable relationship linked to surgery and activation of the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received from the health care provider (hcp) of a clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.